Manufacturer narrative:
It was noted that the device was disposed of by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. There was no patient involvement. Method & results: device evaluation and results: photographs of the pack were provided. The shipper box for the ten-pack appears to have a compression mark on one corner where it appears it was dropped. There is one ten-pack within the shipper box. Photographs of the unit cartons within the shipper box were not provided therefore the condition of the contents of the ten-pack it is not known. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, there was an odour coming from the product when the product was received at the hospital. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the smell would have come from the monomer when the ampoule was broken. This odour from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation.

Event description:
Hospital received package from (B)(6) today and said the box was wrapped in a clear white bag. They instantly noticed an odor when removed from bag. Box was not physically damaged but when she opened the box the odor was even stronger.

Event description:
Hospital received package from (B)(6) today and said the box was wrapped in a clear white bag. They instantly noticed an odor when removed from bag. Box was not physically damaged, but when she opened the box the odor was even stronger.